Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12981. During a clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed. It is unknown if these oversensing episodes were due to the right ventricular (rv) lead or the device. Furthermore, rv lead damage was suspected, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.